Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels range from 10.1 mmol/l to 19.4 mml/l and alleged that the insulin pump was under delivering insulin. It was reported that the cannula was bent on the infusion set. It was reported that the customer experienced positive results in ketones , and had headache. It was reported that the customer treated high blood glucose levels with syringes. Troubleshooting was performed. The insulin pump passed the displacement test and declined to perform the high pressure test. Product is expected to return for analysis.